Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump screen was flashing white and it was beeping. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. The insulin pump will be returned for analysis.